Event description:
Doctor reported event of "leakage" from journal article: "laparoscopic revision of gastric band surgery", anz j surg 80 (2010) 350-353. This medwatch represents nine events of "leakage". There is no additional info provided for individual events. During additional follow-up the physician stated, "most of these adverse outcomes were related to the inamed/allergan band.." Since we have been unable to obtain info as to which band was involved in which adverse event allergan will report all events because it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."